Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, blank display and damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that she dropped her pump in the bathtub and had issues with it since. The customer reported a blank display immediately. During self-test, the customer received low battery. The customer reported leaks at the dome label. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on the c13 lcd isolation tape noted. No moisture damage was found inside the insulin pump noted. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.